Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, self-test and error test. All operating currents are within specification. Off no power alarm functioned properly. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. Insulin pump had minor scratches on display window and scratched case. No excessive damage noted on case. No damage noted on electronic assembly or on motor.

Event description:
It was reported that the customer experienced high blood glucose readings of 499 mg/dl after wearing the insulin pump and treating with injections. It was noted that the insulin pump was crushed by weights that were dropped on it. The drive support cap was noted to be normal. Displacement test and self test were also performed and passed. Customer's blood glucose reading at the time of the call was 298 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.